Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. It was reported that "some slight leakage" of contrast during inflation of the subject balloon was noted during preparation. However, the device was used and introduced into the patient. It is probable that the leak noted to the balloon during preparation allowed blood to infuse into the balloon during inflation of the balloon during the procedure causing difficulties in visualizing the device under fluoroscopy. The directions for use (dfu) cautions to: "warning: carefully inspect the balloon catheter prior to use. If product is damaged do not use and contact your stryker neurovascular representative. Use of a damaged catheter may cause serious injury." Therefore, a root cause of dfu instructions not followed has been assigned to the reported balloon fluoro saver markers not visible under fluoroscopy as it was confirmed through the investigation that the issue was due to a deviation from the supplied dfu that resulted in a different medical device response than intended by the manufacturer or expected by the user. It is probable that the balloon leak during inflation noted during preparation related to the manner in which the device was handled. Therefore, a root cause of handling damage has been assigned to the balloon leak event.

Event description:
It was reported that "some slight leakage" of contrast during inflation of the subject balloon was noted during preparation. However, the device was used and no leakage was noted during the procedure inside the patient. Both distal and proximal balloon fluoro saver markers were present on the device during preparation. However, both markers were not visible during the balloon inflation and deflation during the procedure. It was confirmed that the wire was always beyond distal tip of balloon. The balloon catheter was removed from the patient and inflated outside the patient's body and it was found that the balloon was filled with blood. It was confirmed that there was no thromboembolic clot noted into the patient's vessels. The procedure was completed with a competitor balloon device. There was no clinical consequence to the patient due to the reported event.

Event description:
It was reported that "some slight leakage" of contrast during inflation of the subject balloon was noted during preparation. However, the device was used and no leakage was noted during the procedure inside the patient. Both distal and proximal balloon fluoro saver markers were present on the device during preparation. However, both markers were not visible during the balloon inflation and deflation during the procedure. It was confirmed that the wire was always beyond distal tip of balloon. The balloon catheter was removed from the patient and inflated outside the patient's body and it was found that the balloon was filled with blood. It was confirmed that there was no thromboembolic clot noted into the patient¿s vessels. The procedure was completed with a competitor balloon device. There was no clinical consequence to the patient due to the reported event.